Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "error 44", "error 45" and "error 52" messages. Complainant indicated there was no patient involvement in the reported malfunction.